Event description:
Received christensen implant and now suffers from sleep apnea. When pt is lying down the joint seems to be loose enough to move slightly off center causing the apnea. Pt suffers in pain everyday.

Event description:
Tmj implants, inc. Was unable to investigate this specific complaint. In order to complete an investigation, the following info is necessary: specific device info such as product number or lotnumber confirming that the medwatch is related to co's device, pt information, condition of the pt.